Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported via twitter of having a low blood glucose value and said the pump was still delivering microboluses that drops her low and that the pump did not automatically suspend before a low (which would not occur with smartguard enabled). No treatment was mentioned. This has been happening since starting back on the pump after being off for a while due to medical reasons. Troubleshooting was declined ¿ customer will see doctor. Customer has been between doctors, so helpline advised programming may need to be adjusted. Pump was used within 48 hours of the low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-342, mmt-431ag, mmt-7040a, mmt-1884. Troubleshooting was not performed. Customer reported low blood glucose. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040a. No product return is required for mmt-1884.